Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user/patient contacted lifescan alleging that the meter was displaying the "error 5" error message, which was unresolved with troubleshooting. The pt stated he had symptoms of frequent urination, blurred vision, and fatigue about 12 hours before the reported issue began. The pt denied receiving any forms of treatment. The product did not cause or contribute to an adverse event since the pt's symptoms started about 12 hours before the error message first occurred. However, this complaint is being reported due to the unresolved "error 5" error message. Replacement products were sent to the pt.